Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "the generator has reached the end of its service", message displayed on external devices. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.